Event description:
A malfunction alarm was reported with the code "malf 9," which was successfully reset without recurrence. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump and was advised to continue using it while monitoring for any recurring malfunction codes, with an understanding to call back if further issues arise.